Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to complete the load fill tubing process after loading multiple cartridges. Reportedly, the customer was unable to fill the cannula due to that option not being available on the pump. There was no reported impact to customer¿s blood glucose. Customer did not respond to attempts to obtain additional information.